Manufacturer narrative:
Updated fields: h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the prograsp forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the distal end.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the wire of 8 mm prograsp forceps instrument broke away while it was in the patient's pelvis. The customer performed an x-ray to check for fragments; it is unknown if fragments fell into the patient. The procedure was completed.

Manufacturer narrative:
The prograsp forceps instrument has been received for failure analysis evaluation; however, the evaluation has not been completed.